Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, during the second part of the instrument arm drape application process, an error was occurring more than 10 times and contact was unable to be made. The customer exchanged to another instrument arm drape and was able to make good contact with the new instrument arm drape. The procedure was converted to another dv system with no reported injury.